Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 43cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the yoke and connector pins was not returned. An extraction aid was found in the lead body. The performance of the lead fragment was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragment. In particular the distal end region was found damaged due to wear. In this area the conductor cables leading to the rv shock coil and to the distal ring electrode were found fractured, which is assumed to be the root cause of the reported high stimulation impedance. Based on the characteristics of the damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the leads motion should be taken into consideration. Diagnostic images clarifying this assumption, were not available. Further damages such as a deformed rv shock coil and ruptured proximal and medial ring electrodes from the insulation, most likely occurred during the extraction procedure due to tensile stress. Due to the fragmented state of the lead, a stylet could not be inserted into the leads lumen. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 54 months, it was reported that the rv pacing impedance is too high. Extraction of the rv lead and implantation of a new one.